Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device evaluated by MFR?

Event description:
It was reported that the customer¿s blood glucose (bg) was 600 mg/dl and ketone level was large. An insulin injection was administered to address bg. Customer did not know cause of event. Pump system check was performed with tandem technical support and pump was found to be functioning as intended. Recommendation was made for the customer to discuss the event with a healthcare provider. Reportedly, customer was using fiasp insulin in the cartridge and insulin was not labeled for use with the pump.